Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 34 mg/dl and he went to bed and it was 130 mg/dl. Customer got new cap already but now its not working again and it was blank. The insulin pump will be returned for analysis.